Event description:
An "inflammatory mass" was initially reported. The catheter was repositioned on (B)(6) 2011, it was pulled back about 2 inches and there was to be a waiting period to see if the mass dissipated. It was later reported in the hcp's clinic notes that the patient experienced a recent increase in the patient's usual pain. On (B)(6) 2011, the patient continued to have pain in the back area. The pain had increased to 5 or 6 and did go up to 8. The worst pain was in the mid-axial back area on both sides. The pain was in a broader area and neck pain was beginning. Since the patient's pump dose was reduced, the patient was truing to cut down on baclofen. The patient indicated he could not live like this. The patient was not able to do anything, was depressed and frustrated. The patient took celebrex 200 mg/day and norco 1-3 tablets/day. A butrans patch was initiated and after (B)(6) was not helping. On (B)(6) 2011, the intrathecal medications were decreased. The pump was filled with morphine 22 mg/ml, baclofen 30 mcg/ml, and bupivicaine 44 mcg/ml. The patient continued to have a fair amount of pain in the back area. The pain was aching and stabbing in nature, rated from 4-6 and went up to 7. The patient was started on toradol; the patient stopped taking it. The patient was more miserable. On (B)(6) 2011, the patient indicated the pain did get better with toradol; overall rated at a 4 and went up to 7. On (B)(6) 2011, the catheter was surgically repositioned at the level of t12. On (B)(6) 2011, the patient was feeling better; average pain level was 3. The pain was described as an aching. The patient was taking toradol 50 mg 3 times/day. The hcp was cutting down on the concentration of medication in the pump. The pump was accessed and the morphine combination of drugs was removed. The pump was refilled with infumorph. The plan was to repeat the MRI in (B)(6). On (B)(6) 2011, the patient was improved. Some of the pressure-pain in the back and the feeling of legs giving away had eased considerably. The patient had some numbness since the surgery in the left leg, but he was able to walk. The pain did go up to a 6; norco was taken for breakthrough pain. On (B)(6) 2011, the patient was doing well. The back pain and pressure had eased out considerably. The hcp decreased the dose of intrathecal narcotic. The patient had decreased the oral medication. The numbness and tingling in the leg had decreased; the patient was feeling about 75% better. The pain was still aching, and was described as stabbing. The patient's original pain in the si (sacroiliac) joint area and hip was coming back. As of (B)(6) 2011, the pump contained morphine 10 mg/ml at 4.5 mg/day. With boluses, the patient could receive 6.6 mg. The patient had only one bolus attempt over (B)(6). On (B)(6) 2011, the pain and pressure on the left side of his back had eased up; the patient was 80% better. The patient was able to walk better and was happy with the results. The patient was able to work in and out of the home with less discomfort. The patient's average pain was a 2 and went up to a 5. The pain was described as an aching. The patient still had some groin pain. The incision suture line in the back was intact; edges of the sutures were getting a little red. There was no drainage. The sutures were removed; steri-strips applied.

Manufacturer narrative:
(B)(4).